Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer that during a routine check the cs300 intra-aortic balloon pump (iabp) malfunctioned. The balloon was not inflating. The iab disconnected alarm was present despite checked connections. There was no patient involved and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The problem with the pump was not verified, the fse found no functional abnormalities. The unit passed all functional and safety tests to manufacturer specifications.